Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient had a break in aseptic technique further described as the patient disconnected and left the cap off while sleep walking during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. On the day of the onset of peritonitis, the patient was hospitalized for one week for the event. The patient was treated with unspecified antibiotics (dose, route and frequency are not reported). At the time of this report, the patient was recovered from peritonitis. It was not reported if the patient was retrained on the proper aseptic techniques. The pd therapy was ongoing. No additional information is available.